Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay in starting precleaning. The air/water nozzle was flushed with air and water. The nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned and evaluated, and the customer's allegation was not confirmed. In addition to the foreign material that came out of the nozzle, additional findings are as follows: due to damage on the up/down knob, water tightness was lost. The plastic distal end cover had a scratch. The adhesive on the bending section cover had a crack and a white-clouded area. The adhesive around the light guide lens was peeled. The adhesive around the objective lens had a white-clouded area. The swatch 4 had wear. The swatch 1 had wear. The paint on the scope cylinder was peeled. The paint on the air-water cylinder was peeled. The switch box had a scratch. The forceps lever had a scratch. The control unit was dirty due to water leakage. Due to the clogging of the nozzle, the water removal ability does not meet the standard value. The adhesive on the bending section cover had a white-clouded area. The adhesive on the bending section cover had a crack and a chip. The connecting tube had a scratch. Due to damage, switch 4 did not work. The universal cord had a wrinkle and a scratch. The grip had a scratch. The image guide protector had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the gastrointestinal videoscope's switch 1 did not work. The device was returned and evaluated. During the device evaluation, the following reportable malfunction was found: foreign matter came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.